Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed "the pump was not working properly" in addition to elevated blood glucose (bg) of approximately 400-500mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Customer reverted to manual injections for insulin therapy.